Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified left-hand vessel. After a 5f non-bsc introducer sheath was introduced and a non-bsc guidewire delivered to the lesion, a 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the pressure did not increase until the indeflation was raised to 10 atmospheres. There was a high possibility of balloon rupture so the use of the device the was discontinued and the procedure was completed with different device. There were no patient complications nor injuries reported.